Manufacturer narrative:
(B)(4) (incision sutured). (B)(4). Evaluation codes: method - cartridge lot number search. Results - a cartridge lot number search was performed and no similar complaint was found within the same lot number. (B)(4).

Event description:
The reporter stated, the surgeon inserted a aa4203tl toric optic silicone single piece lens. After the lens was inserted into the eye, the surgeon noticed the lens had torn. The incision was enlarged to remove the lens and suture was used. Another same model and size lens was used.